Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc to clear it. The hp stated that they put the bags for therapy on a towel, and the towel was found to be damp. The hp was unable to locate the source of the leak. The tsr explained that the supplies have been compromised and the hp stated that they were going to finish with a manual exchange. During a follow up phone call, the hp stated they checked everything, lines and bags, and nothing unusual was found. The connection sites were checked and found to be secure. The hp conveyed that their therapy has been continuing without any issues since the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.